Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during drain 3 of 5. The home patient (hp) stated he was connected at the time of the alarm. The hp stated he disconnected during dwell and did not push stop; the hp confirmed he reconnected. The technical service representative (tsr) assisted the hp to end therapy. The hp stated he did not want to continue therapy with manual exchanges nor restart therapy on the cycler. The tsr advised the hp to follow up with his nurse. The tsr further explained the proper disconnect procedure. On (B)(6) 2010 product surveillance spoke with the hp's nurse who stated that the hp was admitted to the hospital on (B)(6) 2010 to get his catheter removed due to a tunnel/exit site infection. The nurse stated the hp's therapy was changed to hemodialysis at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.